Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# (B)(6), product ID: 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the patient was a danger to them and has been non-complaint in their usage. Rep stated patient has continually made up lies and accusations and then dropped off their equipment at the doctor's office with marijuana remininence in the case. Pt was using the equipment to roll their joints. Rep noted they did not feel comfortable or safe seeing the patient. Pt called back again repeating issues with equipment from this case, their experience with the implant and wanting the implant removed. Pt again said they were going to be meeting with their doctor to talk about removing ins, even though the doctor didn't want to and patient didn't know why. Patient wanted to know what to do with the equipment as they "weren't going to pay for it", agent reviewed equipment was patient's at this point and agent reviewed options of what to do with equipment if patient had implant removed. Patient again said they were not going to pay for the equipment, agent redirected to hcp to discuss as hcp was the one that billed the patient. Patient mentioned they were speaking with their lawyer seeing if they could sue regarding their implant device. Agent documented information given during the call.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller has ceased to function. Patient stated that last night they were watching television and the controller said to call medtronic and now the controller is completely dead and won't turn on. Agent walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered back on. Agent had patient re-insert the battery and confirmed that the green light was flashing above the controller screen. Patient then unlocked the controller and saw that the controller battery was at 0% and the implanted neurostimulator was at 70%. Patient reported that the battery percentages flipped from yesterday; agent advised the patient to continue charging the controller. Patient mentioned that they called their rep yesterday to discuss the issue. The issue was not resolved. An email was sent to the repair department to replace the controller. Unrelated medical history; patient mentioned that they have covid. Pt called in and reported that they dropped off all their equipment off at hcp's office. Pt stated they were done with mdt. They wanted to be explanted because the equipment did not work. Pt was escalated and did not want any assistance, but just wanted to report where the equipment was located. Patient called back very escalated and inquired for medtronic to call their insurance to pay or have the patient's money that they paid for returned back to them. Agent redirected patient to their hcp multiple times and patient stated they would call their lawyer and sue medtronic. Patient had scars on their back and they were almost in a wheelchair. Patient's back was screwed up and they couldn't even walk. Patient disconnected the call.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back escalated and repeating information from previous calls. Patient stated that their implant and equipment did not work starting february 20th and that they took their equipment back to their doctor to be sent to medtronic for testing; patient followed up saying that they have not heard anything in 6 weeks about their equipment. Patient stated that they need brain surgery but the surgeon will not do surgery until the patient has an MRI; patient added that the surgeon will not do the surgery until either the implant is taken out or the patient can go into MRI mode. Patient noted they need their equipment back to get into MRI mode because they need to have the brain surgery because their brain moves around and is wonky. Patient noted that they are not sure what to do with their implant; they are ready to take it out but also have an appointment with their doctor at the end of the month. Patient mentioned that they are unable to do things they used to like golfing and lifting over 10 pounds. Patient mentioned they feel a poking in their back and are at a loss of what the medtronic reps have told them; the rep that helped install the implant gave the patient false hope and information on their device. Patient stated that the rep was not helpful and that they are very displeased with medtronic and how they do not care about the patient being in pain. Patient reported that they are ready and looking to sue medtronic. Agent apologized and verified that the patient could not get their equipment back from their doctors. Agent sent an email to repair to request equipment. Additional information was received from the patient. Patient called back escalated and repeated previously documented information. Patient mentioned there was only 1 day where the scs worked. Patient mentioned they will be having their doctor remove the implant because nothing works. Patient mentioned their back was completely destroyed and can barely walk a mile and walked everyday with the amount of pain that they are in. Patient mentioned they can't do an MRI of their head because it will rip it all out. Patient mentioned the stimulator was dangerous and not safe. Agent asked clarifying question and patient confirmed receiving replacement equipment from this case. Patient mentioned they had the controller plugged in all night and controller showed call "ami" or whatever. Patient mentioned they don't understand why nothing seems to work and was expensive junk. Patient stated their trial was fine and the implant hasn't been any good for them. Patient mentioned their trial was 2 days and lost 3 days left on their trial because that was right before christmas. During the call patient voiced how upset and irritated they were repeatedly. Patient mentioned they tried using the recharger for 2 weeks and the recharger never did a thing. Patient stated the recharger never took their pain away, wouldn't recharge very well and wouldn't charge one side and not the other side. Patient mentioned they have an appointment with dr. David hou on june 25th at 8:45 am and wants to have their implant removed even though their hcp doesn't want that. Patient mentioned they are in so much back pain. Patient mentioned they feel constant tingling going down in their right leg 24/7, their heads starts spinning and they can't walk straight. Agent instructed patient to unlock controller and patient mentioned they are pressing on the lock icon but are unable to unlock their controller. Agent walked patient through resetting their controller and controller powered on. Agent instructed patient to start a charge session and controller went into passive recharger mode with the numbers 11-82-98. Controller showed poor recharge quality. Controller showed 60% and ins red recharging with excellent recharging quality. Agent reviewed device function. Agent reviewed external equipment's and best practices to charge implant and controller. Agent informed patient to fully charge their controller then recharge their implant. Troubleshooting steps taken on the call resolved the issue. Agent observed patient confusion on device function.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported it does not work.

Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type product ID 97745nt lot# serial# (B)(6) implanted: explanted: product type h3: analysis of the controller found unit pairs and charges implant and internal battery pack and powers up with battery pack, ac charger and aa batteries. Was able to pair and communicate with test implant via wireless and activate and deactivate stim functions. Cleaned charger rtm connector. Excellent recharge status. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient is in the process of having device explanted, no surgery date has been scheduled yet.